Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been provided indicating that the consumer was diagnosed with contact lens associated microbial keratitis left eye, as described by the treating doctor. The doctor also noted that corneal ulcer developed on her left eye due to her contact lens leading to an infection with pseudomonas aeruginosa and a streptococcal. The corneal ulcer is in the centre of the left cornea and has reduced her vision to 0.7. The consumer was prescribed with chloramphenicol ointment 1% (four times a day), predforte 1% (four times a day) and cyclopentolate 1% (three times a day). After few days consumer was instructed to continue with steroid drops (twice a day), antibiotic cream (four times a day). Expecting a further appointment with the specialist after two weeks. The current status of the consumer's eye was continuing at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer that she experienced scratchy sensation in her left eye on contact lens wear. Later she wore a new lens and her eye was very swollen and vision had become almost nil. Consumer later sought medical consultation in a hospital. Consumer was later diagnosed with corneal ulcer, permanent vision loss and swelling/edema of the left eye. Consumer later discontinued contact lens wear. The status of the consumer¿s eye was unknown at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
B5.,h6.,: updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been provided indicating that the specialist on behalf of consumer reported that although the infection is not present still she had extremely limited vision in her left eye. The doctor told her that there is scarring to the cornea and she had to continue with the antibiotic cream and steroid drops until her next appointment in two to three weeks time. At some point they will do a refraction test to determine long term treatment requirements.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).